Manufacturer narrative:
Blood was observed on the adhesive pad. Contamination was observed on the commutator cap. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The data showed rotational sensor malfunctions. The contamination on the commutator cap did not affect the overall functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19.3 mmol/l (347.4 mg/dl). The pod was worn for between 36 and 48 hours on the abdomen. As treatment, a new pod was applied.